Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, pain, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side ¿rupture, seroma, pain, and capsular contracture baker grade iii". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: broken shell observed on posterior side assessed as surgical impact (shell thickness within specification) and missing shell assessed as inconclusive. Creases were observed. Stress marks were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side ¿rupture, seroma, pain, and capsular contracture baker grade iii". Device has been explanted.